Event description:
It was reported the handle of the subject device broke during an upper endoscopy with polypectomy procedure, causing the device to become stuck. A loop cutter was used to free the device from the polyp. There was no patient harm reported.